Event description:
Boston scientific crm received information that this patient with this pacemaker was having syncopal episodes. A review of an electrogram indicated cross talk with oversensing and pacing inhibition on both the atrial and ventricular channels. The patient has a history of atrial flutter and is not paced in the atrium, but paced all the time in the ventricle. A company engineer reviewed the electrogram and made note that this appeared to be a lead on lead issue. The sales representative (sr) was requesting a memory download and was specifically looking at why this device was showing 3,000 av searches, with 75 percent successful, however av search hysteresis had not been programmed on for 18 months. The sr also reported concern with either a fluid bridge in the header, cored out seal plugs, or a loose header. Subsequently, the pacing system was explanted. The sr hand delivered the device and lead's to our post market quality assurance laboratory. During this time, the sr met with engineering to start analysis which they were able to recreate the issue by using a similar dual chamber pacemaker programmed single chamber with autocapture on, and it can either throw out the hysteresis marker or it can increment the av search counter, as seen in the patient's device.

Manufacturer narrative:
A review of the device memory was performed. The device contained no resets and there was no evidence of memory corruption. The hysteresis counters have incremented because of the issue when auto capture is programmed on in the device and the programmer setting hysteresis on in the device. Engineering concluded this should have no affect on the sensing and pacing that has been seen. The device is undergoing additional testing. When analysis is complete, this event will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was then completed. Each port measured as expected. The atrial and ventricular setscrews were removed from the terminal blocks. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately according to its performance specifications. A series of electrical tests were also performed, and again, normal device function was observed. The allegation in the field of oversensing has been confirmed to be an issue of lead insulation damage.